Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Nurse reported dialyzer blood leak confirmed by test strips at the drain line after blood leak alarm. The leak was not visually observed and the machine alarmed. Nurse stated that estimated blood loss was less than 10ml's. Pt had no adverse effects and did not require any medical intervention. Sample is not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This medwatch report is associated with MDR #1713747-2013-00506, 1713747-2013-0057, 1713747-2013-00508, 1713747-2013-00509, 1713747-2013-00510, 1713747-2013-00511, 1713747-2013-00512.